Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non sustained r wave oversensing due to post-paced t-wave oversensing. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.